Event description:
A malfunction alarm was reported without any notable events occurring beforehand, and it did not adversely impact the customer's blood glucose level. The customer was informed that their pump was out of date, and they would receive a replacement with updated software. Technical support arranged for the replacement pump to be shipped and instructed the customer on how to prepare the faulty pump for return. The customer was advised to program their settings and connect their continuous glucose monitor to the new pump. They understood and acknowledged the instructions provided.